Event description:
Reporting status: malfunction. Reporting rationale: failure to cross/stent dislodgement has caused or contributed to pt injury previously. Device issue: failure to cross/stent dislodgement. It was reported that the xience v failed to cross the heavily calcified lesion. Resistance was felt during removal and the stent dislodged inside another company's guiding catheter. The guiding catheter was thrown into the trash, and when it was recovered it had more damage to it than had occurred during the case. The guiding catheter was severed in order to remove the stent. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4).